Event description:
It was reported that the pt was on a monitor, when she experienced a witnessed arrest and the monitor's alarm reportedly did not sound. The hosp further stated, that the alarm had been previously turned off at the cic by hosp staff as the pt was in the process of receiving am care. The alarm reportedly has not been turned back on. There is no allegation of equipment malfunction. A pt death was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.